Event description:
It was reported there is a known atrial lead (model 4524) malfunction and it is not being used anymore. It was also reported the ventricular lead (model 4024) had been permanently programmed to unipolar due to issues in bipolar; specifics were not reported. A manufacturer technical consultant discussed the potential of lead insulation problems. Replacement of both leads is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.